Manufacturer narrative:
No product was returned for investigation. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer¿s products have been requested for return.

Event description:
The initial reporter stated the accu-chek inform ii meter had lines in the display and in the results field that could lead to a misinterpretation of results. No actual misinterpretation of results occurred.